Manufacturer narrative:
The customer used two different vials from the same lot 102311 to obtain results. One vial was discarded. No testing could be performed on the discarded vial.

Manufacturer narrative:
The customer used two different vials from the same lot 102311 to obtain results; one vial has been discarded.

Event description:
It was reported the patient received the following results within 15 minutes: 14:31 pm 316 mg/dl (with vial 1 - lot 102311, now empty), 14:32 pm 401 mg/dl (with vial 1 - lot 102311, now empty), 14:32 pm 123 mg/dl (with vial 2 - lot 102311, new one), 14:34 pm 194 mg/dl (with vial 2 - lot 102311, new one).